Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during placement of a coil in an anastomosis to a vein graft, the coil got caught in a branch and stretched. During an attempt to remove the coil, the stretched coil broke. Multiple attempts were made with a snare device to retrieve the coil, but they were unsuccessful. The procedure continued and was completed successfully. There was no reported patient injury. The patient is reported to be stable.